Event description:
Event description guidant received information that an invasive procedure was performed to reposition the lead due to a dislodgement from twiddling. The lead was extremely twisted and when the stylet was inserted into the lead outside the body, it perforated the lead.